Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. In addition, the pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances, measuring greater than 2000 ohms. In bipolar pace capture was unable to be achieved. It was noted in unipolar pacing the thresholds were 1.7 v and the impedances were 440 ohms. This pacemaker system remains in service. No additional adverse patient effects were reported.